Event description:
It was reported that the carescape b850 pt monitor did not appropriately alarm for bradycardia while in pt use. There was no report of death or serious injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The hospital will not release pt info.